Manufacturer narrative:
Implant regio 16 fractured. Construction was an implant retained removable prosthesis. Patient suffered from per-iimplantitis following bone loss and implant instability. Fracture was caused by machanical overloading of the implant after 16 years in situ.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.